Event description:
It was reported that a patient had a complete system removal on (B)(6) 2026, due to an infection related to the device/system. The physician stated that the patient had necrotizing fasciitis. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201. Sn# (B)(6). Model: tined lead. UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.